Event description:
It was reported that the customer was experiencing issues with battery life in the insulin pump. The customer stated that the date and time were messed up as well. The customer further stated that he was waking up with the insulin pump shut off. The customer had also received the failed battery test alarm. The customer's blood glucose was unknown. Troubleshooting was done. Advised that if the failed battery test alarm was not cleared then it would recur with each new battery inserted. The customer stated that neither the battery compartment nor the spring were damaged or corroded. The customer stated that there was a white spot on the metal piece inside of the battery cap. Advised that a replacement battery cap would be sent. Advised customer to monitor the insulin pump. Advised to revert to a back-up plan per healthcare provider until the replacement cap arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.